Event description:
It was reported that the patient had a vaginal yeast infection and vaginal discomfort. The patient was given hydrocortisone cream topically from (B)(6) 2013 and fluconazole from (B)(6) 2013. The event resolved without sequela on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v671773, implanted: (B)(6) 2011, product type: lead. (B)(4).